Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms. At this time, no intervention has been performed and the pacemaker remains implanted and in service as the patient will continue to be monitored. No adverse patient effects were reported.